Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer was leaking cleaner on the right side of the instrument. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec technical support engineer assisted the customer to locate the source of the leak over the telephone. Customer determined the source of the leak was located at the diluter panel. The technical support engineer instructed the customer on how to replace the damaged tubing. The leak was fixed and the customer did not have any further issues with the instrument.

Manufacturer narrative:
(B)(4).